Event description:
I had the essure placed after giving birth to my daughter. I had severe swelling in my abdomen every day. Pain on the side and legs, fevers, multiple hosp trips and test. Became septic from the essure coils. Had surgery to have them removed and coded after surgery. I have experienced multiple problems after the removal including infections, pain, weight gain, hair loss, depression, heavy periods, stomach pain and the list goes on.